Event description:
It was reported that during implant, ventricular fibrillation detection was programmed on before the device was implanted. The lead required the device to be in contact with the patient in order to obtain a normal impedance. The lead alert immediately triggered due to high impedance. The lead alert also triggered early the next morning. The lead alert was reset and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.